Manufacturer narrative:
D4 (catalog) has been updated. Ppae (major bleed/vascular dissection): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d4 (expiration date) and h4 (device manufacture date). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, an (B)(6) old man underwent a high-risk percutaneous coronary intervention supported with an impella cp device. Due to significant peripheral arterial disease, the decision was made to remove the impella device following completion of the procedure. Manual pressure was applied to the access site. The patient tolerated the procedure without immediate complications and was transported to the intensive care unit. During follow-up, it was reported that the patient developed a cold lower extremity on the night of device implantation and explantation. The patient was returned to the cardiac catheterization laboratory, where a dissection at the vascular access site was identified and repaired with placement of a covered stent. Blood flow to the affected limb was restored, and no additional complications were reported.